Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention when starting corsium, the indicator light does not stay solid green and flashes. There is no stable connection. It was observed within the physician's toughbook, that the tempus pro monitor appears, but neither live transmission nor electrocardiogram (ECG) are visible. It is noted that the monitor has to be repeatedly turned off and on again by the user. Response to good faith effort indicated live transmission and ECG were visible on the tempus pro device and that the issue appeared to be with the connection to corsium. Further information provided indicated the user attempted troubleshooting upon returning to base with the device involved in the incident and also a second device. The second device was able to connect to corsium with no issues, however the device involved in the incident was unable to. There was no patient or user harm or impact as a result of the reported problem.

Manufacturer narrative:
Product information and event description updated due to new information received.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention when starting corsium, the indicator light does not stay solid green and flashes. There is no stable connection. It was observed within the physician's toughbook, that the tempus pro monitor appears, but neither live transmission nor electrocardiogram (ECG) are visible. It is noted that the monitor has to be repeatedly turned off and on again by the user. Response to good faith effort indicated live transmission and ECG were visible on the tempus pro device and that the issue appeared to be with the connection to corsium. Further information provided indicated the user attempted troubleshooting upon returning to base with the device involved in the incident and also a second device. The second device was able to connect to corsium with no issues, however the device involved in the incident was unable to. There was no patient or user harm or impact as a result of the reported problem.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during a medical intervention when starting corsium, the indicator light does not stay solid green and flashes. There is no stable connection. It was observed within the physician's toughbook, that the tempus pro monitor appears, but neither live transmission nor electrocardiogram (ECG) are visible. It is noted that the monitor has to be repeatedly turned off and on again. A request for additional information regarding the incident, including clarification of device that successfully measured ECG, has been sent and the response is not yet received. There was no report of actual harm reported with this complaint.